Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that anti-tachycardia pacing (atp) therapy accelerated the patient's rhythm to the ventricular tachycardia (vt) zone, and two shocks were delivered. Boston scientific technical services was contacted and provided programming recommendations. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.

Event description:
It was reported that anti-tachycardia pacing (atp) therapy accelerated the patient's rhythm to the ventricular tachycardia (vt) zone, and two shocks were delivered. Boston scientific technical services was contacted and provided programming recommendations. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.